Event description:
Subsequent to the initial MDR, clarified information was provided. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 05/08/2026, around 9-10pm, the patient¿s cgm was providing unspecified low cgm values. A family member tried to test the patient¿s bg meter reading but they did not know how to properly use a glucometer. The patient's unspecified low values persisted for 24 hours. On (B)(6) 2026, the patient was diaphoretic and then taken to the emergency room (ER) around 935pm where the patient¿s bg meter reading was 401 mg/dl while the cgm was reading 68 mg/dl. The patient was treated with IV fluids and insulin (route not specified). A ketone test was also taken before the patient was discharged (results not reported). During the call with dexcom, the patient's cgm was reading 81 mg/dl while the bg meter was reading 318 mg/dl. The patient was discharged around 1230am on (B)(6) 2026 (less than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia..